Event description:
Pt reported, whenever she changes the insulin cartridge she experiences a drop in her blood glucose level. Pt stated, the same has been going on for 6 months. Pt reported, a few hours after replacing the insulin cartridge she feels a "jet' infusion of insulin subcutaneously. Pt stated, she replaces the cartridge as recommended. Pt reported, the only difference is when rewinding the plunger reaches 315 units of insulin; she decreases the plunger to 281 units of insulin. On f/u pt reported blood glucose levels of 97 mg/dl on (B)(6) 2012 at 8 pm pre-prandial; 40 mg/dl on (B)(6) 2012 at 11:35 pm and 367 mg/dl on (B)(6) 2012 on an empty stomach. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.